Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2008. The pt developed an infection of a hematoma on the same day. The pt was treated with antibiotic therapy and anti-inflammatory therapy.

Manufacturer narrative:
Date sent to the FDA: 07/23/2008. Hematoma occurred - infection occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.